Event description:
It was reported that patient presented in the or for revision due to an alert for low pacing lead impedance. A rise in capture thresholds and history of lead noise were noted. Patient also experienced muscle stimulation. Lead was successfully explanted and replaced. Insulation damage was observed between the suture sleeve and trifurcation.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
A partial lead with the distal tip measuring 42.4cm was returned for analysis. External insulation abrasion was noted at 8.9-10.0cm, 29.8-30.5cm, 35.7-35.9cm, and 40.6-40.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 40.4-40.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating condition was unable to be determined at this location. A short was noted between the inner coil and rv conductors. The cause could not be determined.

Manufacturer narrative:
A partial lead with the distal tip measuring 42.4cm was returned for analysis. External insulation abrasion was noted at 8.9-10.0cm, 29.8-30.5cm, 35.7-35.9cm, and 40.6-40.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 40.4-40.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating condition was unable to be determined at this location. A short was noted between the inner coil and rv conductors. The cause could not be determined. Further evaluation notes: external insulation abrasion was noted at 40.4-40.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.